Event description:
The customer reported the evis exera iii bronchovideoscope display a b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, bending section cover crack and insertion tube cut/scratches were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the endoscope communication error (b30). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the following factors contributed the b30 error: a) the charge couple device (ccd) unit may have temporarily failed . B) the internal circuit board of the endoscope may have failed because the device was mishandled. The following may have caused this: the ground wire of the system was not connected. The endoscope connector was inserted/removed while the system was powered on. Dirt and/or fluid may have adhered to the contacts of the endoscope connector. C)the insertion tube portion may have been subjected to physical stresses which obstructed the movement of the ccd-cable in the bending section. This may have caused the ccd-cable to misalign, kink, or break. D) the error may have also been produced by a system failure. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ olympus will continue to monitor field performance for this device.